Manufacturer narrative:
Additional product component: model number/catalog number: 72400098 and 72400024; batch/lot number: 132207017 and 132198006; model/catalog description: control pump fgs and balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced sphincter failed to function with an artificial urinary sphincter (aus). The aus remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.